Event description:
It was reported that during a cryoablation procedure using a polarsheath the balloon catheter became caught in the hemostatic valve when it was removed from the sheath. They tried to stretch the balloon, but it still wouldn't come out. They needed to use force to remove the catheter. This occurred at the end of the procedure, when withdrawing the catheter, so the procedure had already been completed with the original device and replacement was not needed. There were no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because after follow up attempts were performed. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure using a polarsheath the balloon catheter became caught in the hemostatic valve when it was removed from the sheath. They tried to stretch the balloon, but it still wouldn't come out. They needed to use force to remove the catheter. This occurred at the end of the procedure, when withdrawing the catheter, so the procedure had already been completed with the original device and replacement was not needed. There were no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.